Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited an episode of inappropriate shock due to noise and oversensing. No other information was provided. This lead remains in service. No further adverse patient effects were reported.